Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged there was a prime issue with the pump and the patient was currently hospitalized with a blood glucose over 600 mg/dl and had ketonuria. Treatment includes IV fluids and insulin via pump. Reporter states they frequently take patient on and off pump and give insulin via syringe. Reporter also admits changing site without doing a rewind load and prime step, and does not fill the cannula with ifs set change. During troubleshooting, customer support found that basal delivery totals in tdd do not match, variation due to a cartridge change. The patient was referred to a hcp for diabetes management training. Cs found no cause of inaccurate delivery attributed the bg excursion to training/misuse. This is being reported as user error contributed to the hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the black box showed one loss of prime with zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no loss of prime warnings. The pump detected the correct force. The total daily doses added up correctly and reflected the user's programmed basal rates. No delivery defects were found during the delivery accuracy testing. The pump was delivering accurately and within the required range. The pump cover was removed to find the force sensor pins seated, and the solder connections intact. No evidence of contamination or cracked force sensor traces, or evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.